Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument being unable to process red blood cells through the system and the red blood cells being sent to the waste was verified during service. The initial indications were that the gain was at 112% and the current was at 39.4ma. Led 10 and led 11 were unresponsive. The issue was resolved by disconnecting and reconnecting the optics cables from the emitter and detector. Preventive maintenance and a high level test were performed as per the specification. Note: the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Correction h4 (device mfg date): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the system was unable to process red blood cells through the system and just sent it to waste.the use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of an autolog iq instrument, it was reported that the instrument was unable to process red blood cells through the system and the red blood cells were just sent to the waste. Medtronic received additional information that 300mls of patient blood was lost because of the issue. A transfusion was not required because of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.